Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The patient analysis has revealed that the strong electromagnetic interferences (emi) most probably due to the atrial fibrillation ablation procedure has led to a component damage. This damage has led to overconsumption, pacing and sensing failure. The recommendation to replace the device and ship it back for expertise has been provided. As of today, it is unknown whether or not the device has been replaced or not yet.

Event description:
Reportedly, during an atrial fibrillation ablation, a device malfunction is suspected: no pacing nor sensing. At the device's interrogation, the impedance of the 3 leads was above 3000 ohms.

Manufacturer narrative:
The conclusions are as follows: several strong electromagnetic interferences (emi) have been detected on (B)(6) 2024 at 16h34. They occurred most probably during the atrial fibrillation (af) ablation procedure. Upon reception, the device was not able to neither pace, sense nor communicate anymore. A component involved in the electrical function has been damaged due to those emi inducing the absence of pacing, sensing and overconsumption. This overconsumption is triggered by those emi induced by an external emi source during the af ablation procedure, close to the concern device. The risk of a device¿s failure due to external electromagnetic sources are known and specified in the manual. In case this kind of equipment must be used, the device should be carefully monitored. Based on the available data, no issue is suspected on the subject defibrillator. For more details, please refer to the attached analysis report.

Event description:
Reportedly, during an atrial fibrillation ablation, a device malfunction is suspected: no pacing nor sensing. At the device's interrogation, the impedance of the 3 leads was above 3000 ohms.